Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had swelling, warmth, pain and 500 mg was drained out of knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the left knee. On (B)(6) 2017, the patient presented to the emergency room. They're calling it a septic knee with swelling, warmth, and pain (event onset date: (B)(6) 2017; latency: unknown). It was reported that the testing did show negative. Treatment was 600 mg of tramadol hydrochloride (ultram), 50 mg cefalexin monohydrate (keflex). On an unknown date in nov-2017, after unknown latency, 500 mg was drained out of knee. Corrective treatment: tramadol hydrochloride (ultram), cefalexin monohydrate (keflex) for swelling, warmth, pain and 500 mg was drained out of knee outcome: unknown for all the events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain swelling, warmth and effusion. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.